Event description:
The event occurred during a robotic thymectomy. The surgeon was operating with the robot and we lost power to the robot. Everything went black. The instruments were removed from the patient. The sales rep was present. We began to inspect the plugs & power strips to the tower. Biomed came to the or. Before biomed arrived we had gotten the system back up. We unplugged and replugged in the tower until it repowered. The robot was reactivated and surgery continued. The sales rep discovered that a plug to the davinci was changed and placed in one of the power strips which caused too much power to be drawn. The light source was to have its own outlet. Biomed corrected the problem by getting us a new cord which was replaced after the procedure.